Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. It was reported that allergy tests have been performed and that a cobalt and nickel allergy could be ruled out. However, without the lot number and catalog number of the device, neither the exact composition nor the standard material composition can be communicated. Therefore, more detailed information about the complaint event as well as the affected device must be available in order to confirm the root cause (patient allergic reaction to the device) of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: patient contacted our customer service with inquiry regarding surgery they underwent two years ago. Following products were implanted: variax stryker, synthes 3.5 titanium cannulated screw, k-wire and variax synthes cortical screw. Shortly after the injury it turned out patient is allergic and has significant skin issues. They suspect it might be due to implants used during that surgery and requested from us bill of material to exclude potential allergies to substances used in stryker implants.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that: patient contacted our customer service with inquiry regarding surgery they underwent two years ago. Following products were implanted: variax stryker, synthes 3.5 titanium cannulated screw, k-wire and variax synthes cortical screw. Shortly after the injury it turned out patient is allergic and has significant skin issues. They suspect it might be due to implants used during that surgery and requested from us bill of material to exclude potential allergies to substances used in stryker implants.